Event description:
Product is a rechargeable electric sonic toothbrush. Product problem is the absence of epoxy potting compound in the charger base. The compound provides electrical insulation and holds the charger together. In its absence, there is a potential for the product user to receive an electrical shock or even electrocution from contact with uninsulated household current.